Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "it was reported by the pt that he had bilateral knee replacement in (B)(6) 2008. Ever since the surgery, he has been feeling sore, experiencing tightness and hearing clicking in his knees. Also when walking sometimes his knees lock up and he feel like he is going to fall. Pt followed up with his surgeon and also rec'd two other options, he was told his knee replacement looked fine but surgeons also suggested for the pt to have a revision. Pt would like an investigation done, hoping to find out why he is having these issues."